Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was monitored for several days and no unexpected failed battery test, no unexpected battery out limit noted and no unexpected check setting alarm anomalies noted. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they have been receiving a lot of battery out of range issues. The customer had gone through several batteries. The issues were happening within the past 24 hours. The alarm history was checked and it was noted that the customer received multiple battery out limit, no delivery, multiple bad batteries, low reservoir, and check set alert. The customer's blood glucose level was 104 mg/dl. It was found while troubleshooting for the failed battery alarm that the battery compartment was corroded. The insulin pump passed the self-test. The customer declined troubleshooting for the no delivery. The device was returned for analysis.